Event description:
The report received from the registry indicated that the patient had an adverse event of restenosis after cypher stent implantation. The event was reported to be target vessel related (tvr). The event was reported to be unrelated to the study device/procedure. Add'l info has been requested but is not available at the time of this report.

Manufacturer narrative:
Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.